Manufacturer narrative:
Correction: correcting h10 of the initial medwatch. The event of no image displayed was confirmed during the evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, an image was not displayed occurred due to faulty charged coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was unable to be confirmed. Evaluation did find the cable was buckled and the video connector contact was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the camera head had a defective image. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image due to a charged coupled device (ccd) failure. The report is being submitted due to there being no image found during evaluation.